Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd nexiva¿ closed IV catheter system was found leaking as when ¿the nurse started an IV and got a flash, when trying to disengage the needle, there was leakage at the hub where the needle disengages.¿ there was no report of injury or medical intervention needed.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon examination, damage was observed to the septum. It was revealed that the septum was not properly assembled and had been folded up around the canister, leaving a gap between the canister and the rim of the adapter. Signs of leakage were observed around the canister. DHR review was performed. All related challenges and inspections performed successfully without incident. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to this issue. Eura review - causes of leak at septum are lack of lubrication. Inspections of lubrication passed without incident per DHR review. The occurrence of this incident does not exceed what is considered acceptable. Sample analysis - visual inspection found damage to the septum assembly that would have been caused during the assembly process. The defect was confirmed during the investigation. The defect was caused during the assembly process but it was not determined what the specific conditions were that caused the issue. The occurrence and severity of this incident do not exceed what is considered acceptable. No actions will be initiated at this time.